Event description:
It was reported to boston scientific corporation that an injection gold probes device was used during an esophagogastroduodenoscopy (egd) procedure in the stomach. According to the complainant, during the procedure, the injection gold probe device had no power delivered, when they tried to use it. A gold probe device was used to complete the procedure, using the same equipment, and settings. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probes device was used during an esophagogastroduodenoscopy (egd) procedure in the stomach. According to the complainant, during the procedure, the injection gold probe device had no power delivered, when they tried to use it. A gold probe device was used to complete the procedure, using the same equipment, and settings. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the ceramic tip had fractured and detached. The distal tip was not returned for analysis. Further material analysis revealed that the failure occurred in a high stress region susceptible to side impact force due to its rigid nature. Additionally, guidetube damage was observed and attributed to a bending action. No material anomalies were identified. Functionally, the device was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the tip detached. The evaluation attributed the fractured tip to a bending overload. This issue likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.